Event description:
It was reported that the patient experienced hyperglycemia, high ketones, and high pulse and was treated with insulin in the hospital via injection. It was found that the infusion device had recently displayed e4 (occlusion error). The hospital found no problems with the infusion device and it was their opinion that the cause of the hyperglycemia was due to the patient not changing the infusion site frequently enough. No product was reported to have been requested for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was unclear whether the incident took place in a clinic or in a hospital. No product was requested.